Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider regarding a patient receiving clonidine 170mcg/ml at 100mcg/day and dilaudid 8mg/ml at 5 mg/day via an implantable pump. The indications for use were non-malignant pain, other chronic/intract pain (trunk/limbs) and other non-malignant pain. The healthcare provide reported a critical alarm was occurring confirmed by telemetry, low battery reset, reset, safe state. The event date was reported as (B)(6) 2015. There were no reported patient symptoms. The cause of the critical alarm, action and interventions not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Event description:
Additional information received reported that the cause of the critical alarm was eos (end of service) the pump was replaced (B)(6) 2015.

Manufacturer narrative:
Analysis identified a low battery reset had occurred but could not determine the cause. If information is provided in the future, a supplemental report will be issued.